Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that the left ventricular (lv) lead exhibited high pacing impedance. The lv lead was capped and replaced on (B)(6) 2025. The patient remained in stable condition.